Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that "doesn't have ground"; this condition had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that "doesn't have ground" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be mishandling. The power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.